Event description:
It was reported that there was debris in the reservoir. There was no additional information available.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. A visual inspection of the device noted a scratched tank cover and dirty reservoir. Visual and functional inspection of the device was able to confirm the reported event. There was what appeared to be dirt on the reservoir walls and the float switch. The root cause was determined to be that incorrect recirculating solution was used in the device. The device flow path was flushed and cleaned with alcohol, as well as the reservoir, to resolve the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.